Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 to 8 weeks ago from the date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7076107.

Event description:
It was reported that the patient was experiencing pain going further down the leg. It was also noted that the patient was itching at both the ipg and lead incision site. The physician recommended injections for the patient.